Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. User error cannot be discounted, as the user filled the cartridge with air, not insulin.

Event description:
On (B)(6) 2013, the reporter contacted animas and alleged the following: on (B)(6) 2013, her blood glucose (bg) elevated to "hi" bgs and she was taken to the hospital with bg>800 mg/dl. She was vomiting and dehydrated. The pump was discontinued and patient was started on IV for hydration and insulin drip. She states her bgs normalized in 24 hours, running between 170-200 mg/dl. Patient was discharged from hospital (B)(6) 2013, on mdi, humalin r (u500) and lantus. Patient admits that she accidentally filled her cartridge with air on (B)(6) 2013 and inserted it into the pump. No lot# of cartridge obtained during this call. She is calling because she is upset that her pump did not give her a warning that she was getting air: states this resulted in air delivery and elevated bg. She kept giving herself insulin bolus corrections and then eventually changed out the site, but never changed out the tubing or cartridge and did not realize she had air in the cartridge until she was at the hospital and removed the infuser. Customer technical support (cts) reviewed pump and no pump malfunction was identified. The alert system is working - pump has audible and vibratory response. Time/date set correctly. Basal program and all bolus settings confirmed as correct. Tdd adding up with bolus and basal amount. No associated alarms. Patient did get an empty cartridge alarm on (B)(6), at 12:12pm and did not change out and prime pump until 1:02pm. Patient states she takes the remaining amount of insulin from the empty cartridge and then pushes into the new tubing with syringe. Cts instructed patient that the pump does have the ability to detect if the cartridge has air/insulin/or other medication in it and explained pressure decreases and increases can be detected and result in various alarm system being triggered. Explained to patient that air in cartridge is not a triggering mechanism and the pump is not designed to determine the contents of the cartridge. Instructed that we do not recommend syringing the remaining amount of insulin from cartridge into new tubing as this could cause potential contamination. Patient verbalized understanding of this and admits use error led to high bg. This complaint is being reported due to the allegation that a patient on pump therapy experienced hyperglycemia subsequent to use error, filling the syringe with air instead of insulin.